Manufacturer narrative:
Device was received with no motor movement alarm during rewinding due to jammed motor gearbox.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose was 128 mg/dl at the time of incident. Customer states that they were able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for analysis.